Event description:
The customer contact reported "sparks" from the female end of the power cord. The device was returned to the clinical engineering department with an unsigned note that stated, "back wire sparking, burning smell." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During visual inspection at the user facility, a "black speck" was noted on the female end of the ac power cord near where it enters the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)